Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used in a patient from (B)(6) 2017(192 days). Manufacturer of the pump have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The site has not yet returned the pump in question for evaluation. Therefore, berlin heart is unable to confirm the event or to investigate the cause for the reported problem.

Event description:
Berlin heart inc. Clinical affairs (ca) was informed by the clinic that an excor blood pump on a patient supported in the lvad configuration showed complete filing, but would not empty despite adjustment of ikus parameters. The clinic said that they were concerned that the membrane had ruptured. The site also reported that the ikus was alarming with check left pump and driving tube messages. The exchange of the affected blood pump was performed by trained personnel at the clinic without complications. The new blood pump was able to fill and eject completely without any issues. The patient was not negatively affected by this incident and did not suffer any untoward effects. The site reported that the surgeon who exchanged the blood pump cut the pump open but that there was no other information available.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: 3008454189) is submitting the report on behalf of berlin heart gmbh (manufacturer). A typo was in the previous follow up 1. The incorrect excor blood pump number was reported as (B)(6). The incorrect number reported is (B)(6). The correct exor blood pump number is (B)(6).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During internal audit, it was found the incorrect excor blood pump number ((B)(4)) was reported. The corrected number is (B)(4).